Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device did not deliver a shock the first three times during a patient event, however successfully delivered the fourth shock to the patient. No negative patient impact was reported.